Event description:
This is a (B)(6) male who underwent a scheduled laparoscopic cholecystectomy with cholangiogram on (B)(6) 2012. During the procedure, the gallbladder was placed within an endocatch, which misfired upon removal from the abdomen. The gallbladder could not be located. Further eval to locate the gallbladder included laparoscopic and fluoroscopic which shown no evidence of a gallbladder in the abdomen. The team searched the surgical field for the gallbladder and was unsuccessful. The pt condition remained stable and was discharged home on (B)(6) 2012.